Event description:
The article, "suitability for transcarotid transcatheter aortic valve replacement in the japanese population", was reviewed. This research article is a retrospective single-center experience to evaluate the anatomical features of the common carotid artery (cca) and the suitability of japanese patients for transcarotid (tc) transcatheter aortic valve replacement (tavr). The devices included in the study were evolut fx, navitor, and sapien 3 ultra. The article concluded that although tc-tavr suitability was compromised in the tough-transfemoral group, 86% remained suitable, suggesting that tc-tavr may serve as a promising approach to the japanese population. [The primary and corresponding author was (B)(6) with corresponding e-mail: (B)(6) this study included patients who underwent tavr from(B)(6) 2023 to (B)(6) 2024. A total of(B)(6) patients were included in the study, of which an unknown amount received an abbott device. The average age was 82.6 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, peripheral artery disease, chronic kidney disease, chronic respiratory failure, and prior ischemic heart disease, and cerebral vascular disease.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, peripheral artery disease, chronic kidney disease, chronic respiratory failure, and prior ischemic heart disease, and cerebral vascular disease. Complications reported included device embolization, vascular dissection, unspecified tissue injury, unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: suitability for transcarotid transcatheter aortic valve replacement in the japanese population b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "suitability for transcarotid transcatheter aortic valve replacement in the japanese population", was reviewed. This research article is a retrospective single-center experience to evaluate the anatomical features of the common carotid artery (cca) and the suitability of japanese patients for transcarotid (tc) transcatheter aortic valve replacement (tavr). The devices included in the study were evolut fx, navitor, and sapien 3 ultra. The article concluded that although tc-tavr suitability was compromised in the tough-transfemoral group, 86% remained suitable, suggesting that tc-tavr may serve as a promising approach to the japanese population. [The primary and corresponding author was masaki nakashima, department of cardiology, sendai kousei hospital, 1-20 tsutsumidori-amamiyamachi, aoba ward, sendai, miyagi 981-0914, japan, with corresponding e-mail: nakashima.ma.71@gmail.com.] This study included patients who underwent tavr from 01 april 2023 to 31 march 2024. A total of 336 patients were included in the study, of which an unknown amount received an abbott device. The average age was 82.6 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, peripheral artery disease, chronic kidney disease, chronic respiratory failure, and prior ischemic heart disease, and cerebral vascular disease.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.